Manufacturer narrative:
Information was received stating incident occurred during testing. One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no issues were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint-device had ec112. This was due to the circuit board which was then replaced. The problem source however has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical pump presented with a system fault. There was no reported adverse events.